Manufacturer narrative:
Correction: unique device identifier (UDI) #.

Event description:
It was reported an alleged over infusion of oxytocin. The volume to be infused (vtbi) was 500ml with a concentration of 30u/500ml. The oxytocin infused in less than three (3) hours. The clinician stated the pump mechanism sounded to be running much faster than programmed". This was a routine order and programmed using interoperability/barcode scanning. There was patient involvement, but no harm.

Event description:
It was reported an alleged over infusion of oxytocin. The volume to be infused (vtbi) was 500ml with a concentration of 30u/500ml. The oxytocin infused in less than three (3) hours. The clinician stated the pump mechanism sounded to be running much faster than programmed". This was a routine order and programmed using interoperability/barcode scanning. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an alleged over infusion of oxytocin. The volume to be infused (vtbi) was 500ml with a concentration of 30u/500ml. The oxytocin infused in less than three (3) hours. The clinician stated the pump mechanism sounded to be running much faster than programmed". This was a routine order and programmed using interoperability/barcode scanning. There was patient involvement, but no harm.

Event description:
It was reported an alleged over infusion of oxytocin. The volume to be infused (vtbi) was 500ml with a concentration of 30u/500ml. The oxytocin infused in less than three (3) hours. The clinician stated the pump mechanism sounded to be running much faster than programmed". This was a routine order and programmed using interoperability/barcode scanning. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative.investigation summary the reported complaint of an over infusion of oxytocin could not be replicated during laboratory testing. Laboratory testing found the suspect pump module delivering fluid within specification. Laboratory testing observed no periods of unregulated flow. A review of the pcu and pump module system error logs showed no records associated with the reported incident. A review of the last programmed infusion for the reported suspect pump module was performed: on 06may2024 at 8:19 am, the pump module s/n 9945866 was programmed with a primary infusion of drug ID 333 (oxytocin).¿ drug amount= 30uni¿ diluent volume= 500ml¿ rate= 2ml/hr¿ vtbi= 500ml¿ pvi= 0ml¿ at 9:04 am there was an infusion flow stop open alarm and the door was opened, the door was closed, and the infusion was restarted.¿ at 9:08 am, there was a patient side occlusion alarm, and the infusion was restarted.¿ at 9:12 am the completed and the device was powered off.¿ inspection and testing of the incident administration set observed no anomalies.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected.¿ the returned pump module was tested through asm v12.3.0. Test results show the device failing the instrument inspection portion of the preventive maintenance task due to the third party parts.¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual (v12.1) states information regarding preventing a potential free-flow condition, to ensure that no extraneous objects are trapped in the pump module door.¿ a medical device safety alert was sent out on 7 february 2022 warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death.¿ bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. ¿ third-party parts have not been validated by bd for safety and efficacy with alaris system products.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).root cause:the root cause for the reported event of a oxytocin over infusion could not be determined through physical inspection or laboratory testing. The device was thoroughly inspected and tested with no issues observed.